Event description:
Ous MDR - it was reported that oversensing with 3 shocks in the vf zone was seen. Oversensing occurred in the atrium during ventricular arrhythmia. It was very difficult to define whether the patient had atrial fibrillation with fast conduction to the ventricle or maybe simultaneously atrial and ventricular fibrillation together. All parameters were good during the follow-up. A clean p-wave was sensed and no oversensing could be reproduced during interrogation. No adverse patient side effects were reported.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.